Event description:
A report was received that the patient is experiencing severe pain due to lead migration. Patient's pain starts at the back groin region and goes down to the right buttock. The physician will revise the patient's leads.

Event description:
A report was received that the patient is experiencing severe pain due to lead migration. Patient's pain starts at the back groin region and goes down to the right buttock. The physician will revise the patient's leads.

Manufacturer narrative:
Additional information indicates that the physician explanted the percutaneous leads and implanted the patient with a paddle lead. The patient was reprogrammed and is reportedly doing well. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 50 cm.